Event description:
It was reported by the affiliate that when the reload was used during a colostomy procedure, the staples fell out when the retainer cap was removed. Another device was used to complete the case. There was no consequence to the patient.